Event description:
A discordant advia centaur xp (B)(6) result was reported to the physician. Based on qc data obtained the following morning they reran the sample and a corrected report was issued. There are no reports of pt intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based upon the info provided and an evaluation of the instrument, it is unk what caused the discordant (B)(6) results. The fse replaced reagent probe 3 and performed a total service call. The instrument is performing within specifications. No further evaluation of the device is required.